Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that on (B)(6) 2013, the catheter was implanted into the patient with normal implantation process. Since then he had normal maintenance with the catheter. On (B)(6) 2014, the patient left the hospital. On (B)(6) 2014, before regular maintenance, the nurse found that the catheter was missing and only the IV connector, oversleeved portion of the connector, and most of the puncture wound had healed. The nurse considered that the catheter had slipped into the vein for some time. Then she reported to related departments and asked for expert consultation. X-ray results showed that the catheter was inside the pulmonary artery. The doctors said that the successful rate of capture out the catheter is low. And if they opened the chest to remove it via surgery is also very risky. So they informed the patient about the risk and the patient decided not to deal with it and signed the confirmation.